Event description:
It was a reported that the patient think they may have a uti. They are being tested and will have the results next week. They feel as if they got the uti before using the purewick. Foam is building up in the canister. It is unclear if troubleshooting was performed. The lot/serial number was not provided. Female wicks. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient think they may have a uti. They are being tested and will have the results next week. They feel as if they got the uti before using the purewick. Foam is building up in the canister. It is unclear if troubleshooting was performed. The lot/serial number was not provided. Female wicks. It was unknown what medical intervention was provided.